Event description:
It was reported that during a pump replacement on (B)(6) 2014, the pump was removed/extracted, the catheter was detached, and a syringe was used to draw spinal fluid from the catheter but a flow could not be obtained. Several attempts were made with no success. The patient stated that for approximately 2 years their spasticity, also noted as spasms, had deteriorated and had been as intense as, or more than, before having the pump implanted. The patient said the doctor had never been informed of this. It was noted there were no problems with the pump since there were no abnormalities in volatility, also noted as there was presumably no abnormal rate of variability; as such, it was determined that the catheter had moved from the intrathecal space. The pump and catheter were reconnected, implanted into the pump pocket, returned to their original positions, and the surgical incision was closed. It was decided that the entire catheter and pump were to be replaced another day. ¿temperature¿ was also reported. The date of onset of the event was reported as (B)(6) 2014 and the severity was noted as serious. The patient outcome was not recovered. The event was not related to the investigational drug, pump, programmer or procedure, but was related to the catheter. It was later reported that there was a suspected catheter occlusion. The pump and catheter replacement was performed and there was no backward leakage of the spinal fluid from the catheter when the catheter was disconnected from the pump, and the catheter was put at the base of the connector. The positioning of the anchor and the connector appeared to be appropriate, and the catheter at the side of the spinal cord was properly positioned in the spine. During the post-operative appointment, it was confirmed that the appearance of the disconnected catheter was unremarkable, and normal saline was ¿flashed¿ with a syringe. The ¿patience¿ was appropriate on both the pump and spinal sides; therefore, the doctor determined if the catheter was moved and was pressed against the spinal arachnoid, or there was a kink at base of the connector. The event was originated from either the tip of the catheter being pressed against the spinal arachnoid, or there was a kink at the base of the connector; therefore, it was determined that there was no anomaly of the catheter itself. The outcome was later noted as recovered as of (B)(6) 2014. The pump system was being used to infuse gabalon.

Event description:
Additional information received indicated that during the previously reported attempt to replace the pump on (B)(6) 2014 was "due to the pump battery running out." The patient's status at the onset of the adverse event was reported as "inpatient" hospitalized (B)(6) 2014); it was unknown how long the patient remained hospitalized. As previously reported, the pump and catheter were replaced on (B)(6) 2014. Subsequently, it was reported that the severity of the catheter kink was not serious. The catheter tip location was at the t-8 vertebra. There was no obstruction found in the removed catheter; also reported as there was no residual medication found in the extracted catheter. As of (B)(6) 2014, the suspected catheter kink was not related to the drug, pump, programmer, but was related to the catheter; it was unknown if it was related to the procedure. There was no overdose, withdrawal symptoms, or resistance. Dosing of the investigational drug (previously reported as gabalon) was not changed.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n095067018, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that the date of the pump and catheter explant was (B)(6) 2014 and the patient was recovered as of (B)(6) 2014. There was a suspected catheter kink that was unrelated to the investigational drug, pump, or programmer; it was related to the catheter, and unknown if related to the procedure. During the procedure to replace the pump and catheter, it was also noted that there was no return of spinal fluid when the catheter was disconnected at the connector part. As previously reported, the spinal side of the catheter was properly retained intrathecally. They checked the appearance of the removed catheter after the surgery, and found no changes. They also checked its patency using a tuberculin syringe and saw saline flow out uninterrupted from the pump end and spinal end. The doctor determined that the catheter tip had moved and had been pressing against the arachnoid membrane or that there was a kink at the connector site; therefore, there were reportedly no issues with the catheter itself.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n095067018, implanted: (B)(6) 2008, product type: catheter. (B)(4).